Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient through company representative reported "damaged". Later, patient reported "breast discomfort", also reported "fever" and "autoimmune disease" which are considered not device related. This record is for the left side. Device remains implanted.

Event description:
There are currently no reportable events against device on record. This record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, h6.